Event description:
The female patient had subacute thrombosis. The target lesion was the mid to proximal left anterior descending (lad). The patient had a driver bare metal stent previously implanted in the left circumflex. The index procedure was an emergent case due to an ami. Heparin was given for the procedure. To treat the proximal lad, pre-dilation was conducted with a 2.5 x 15mm balloon at 8 atm for 20 seconds. A 3.0 x 18mm cypher stent was implanted at 20 atm for 20 seconds. Post-dilation was not conducted. Ivus was conducted. Timi flow was 1 before the procedure and 3 after the procedure. The residual % of stenosis was 0%. Act was not measured. Clopidogrel was given post procedure. There was a lesion at the distal end of the target lesion that was left untreated because the lesion was diffused. Three days later, while still in the hospital, the patient complained of chest pain. Coronary angiography (cag) was conducted and thrombus was observed from the proximal end to the inside part of the implanted cypher stent. To treat the thrombosis, aspiration and balloon angioplasty (poba) were conducted. Since there was untreated lesion at the distal end of the proximal lad, the mid lad was emergently treated. Heparin was given for the procedure. Pre-dilation was conducted with a 2.5 x 20mm balloon for 20 seconds. Inflation pressure was unknown. A 2.5 x 23mm cypher stent was implanted at 18 atm for 20 seconds overlapping the 3.0 x 18mm cypher stent in the proximal lad. Post-dilation was not conducted. Ivus was conducted. Timi flow was 1 before the procedure and 3 after the procedure. Act was not measured. Four days later, while still in the hospital, the patient again complained of chest pain. Cag was conducted and thrombus was observed inside both implanted cypher stents. To treat the thrombus in both lesions, aspiration and poba were conducted. A week later cag was conducted and both cypher stents were patent. The patient is scheduled to be discharged.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 9616099-2006-01668. This device (lot i0906056) is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.